Event description:
It was reported that after a da vinci-assisted surgical procedure, and prior to sterile reprocessing, the tip of the maryland bipolar forceps instrument was observed to be partially burnt. No issue with the instrument's functionality was reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument when last used had no functional issues noted. Inspection during intraoperative use identified a burnt portion on the instrument tip. No additional information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint tip partially burnt. The maryland bipolar forceps instrument was found to have thermal damage on the yaw pulley. The instrument was found to have damage on the conductor wires insulation. A piece of the conductor wire insulation measuring approximately 0.009" x 0.027" was missing. The known common cause of this observation is attributed to mishandling and misuse such as collision with a hard object or another instrument. The instrument was subjected to electrical continuity and passed. Additionally, an image of the instrument was submitted by the reporter to isi for review. A review of the image was performed by an isi failure analysis engineer (fae). The following additional information was provided: evidence of thermal damage on the bipolar yaw pulleys at the base of the grip. This is likely from contact with a monopolar energy instrument.